Manufacturer narrative:
Investigation: customer returned (2) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needle was blocked. Both returned pen needles were tested and both were able to expel properly without any observed defects. Unable to perform DHR check due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that unspecified bd¿ pen needle was blocked. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was blocked. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.